Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 3986a, lot# lb8409, implanted: 2004-(B)(6), product type lead, product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 3986a, lot# lb8409, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient had the ¿wire¿ break in 2004 and the patient¿s device system was replaced. It was noted that a new system was implanted in 2005.